Event description:
For eight mos, pt had been asymptomatic after placement of breast implants. Once pt began hormone replacement therapy, she began to experience symptoms of rheumatoid arthritis, fatigue, and over all joint swelling. Hormone replacement was stopped; however the symptoms persisted, as per md's advice, the device remains implanted. Pt is currently diagnosed with autoimmune disease.